Event description:
While deploying a PICC line .018 inches of the wire of the introducer set fractured when retracting back thru the 21 gauge needle. The wire tip remained in the pt's left upper extremity. A vascular surgeon made an incision to remove the wire piece from the soft tissue. The wire tip was removed without complication using hemostats. The pt required 4 sutures for wound closure. Procedure was well-tolerated by the pt.